Event description:
It was reported by service report that the litter will not go to its lowest height and the litter is uneven. The head is higher than the foot. No patient involvement or adverse consequences are reported.